Event description:
It was reported that the heartmate 3 may be associated with cardiac arrythmia. A 68-year-old patient with a prior history of ventricular tachycardia and non-ischemic cardiomyopathy was admitted for an episode of atrial fibrillation without heart failure exacerbation symptoms.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: event date was estimated. Device was implanted at time of event, harada, r., et al. (2023). Hemodynamic optimization in patients with a durable left ventricular assisted device with cardiomems. Journal of heart and lung transplantation, 42(4), s358. Https://doi.org/10.1016/j.healun.2023.02.831 the heart hospital baylor scott and white plano, plano, tx. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3 - date of event updated to date of publication. Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The specific device and other case/patient information is not available and was not requested. No product was evaluated. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential late post-implant complication. The specific device and other case/patient information is not available and was not requested. No product was evaluated. No further information was provided. The manufacturer is closing the file on this event.